Event description:
On (B)(6) 2020, when the patient was hospitalized, the EKG showed loss of capture. The impedance of the ventricular lead was shown to be greater than 2500 ohms (uni/bipolar). During lead replacement, the x-ray showed good lead connection and the function and impedance were tested to be normal. When the lead was reconnected to the pacemaker, all data returned to normal values. This situation may be caused by poor contact to header.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated and the memory content was analyzed showing that on (B)(6) 2020 a bipolar lead failure and on (B)(6) 2020 a unipolar lead failure occurred, confirming the clinical observation. The lead impedance measurement during surgery on (B)(6) 2020 showed no anomalies. The lead impedance was in an expected impedance range. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. The impedance measurement functions of the device were thoroughly tested. Different load resistances were subsequently attached to the pacemaker and the device measurements in bi- and unipolar configuration proved to be normal and as expected. There was no indication of a device malfunction. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.